Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 558mg/dl and a no delivery alarm. Troubleshooting explained the alarm and assisted customer in reviewing the bolus history. It was found that the customer administered a bolus but then the bolus stopped delivering. Customer indicated that they will treat with the pump and manual injection and will call if they need further assistance. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined further high blood glucose troubleshooting.